Manufacturer narrative:
An event of stroke symptoms and device migration was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined, however is consistent with patient anatomy.

Event description:
It was reported that on (B)(6) 2022, an 18mm amplatzer amulet left atrial appendage occluder was implanted into a patient. The device was sized using transesophageal echocardiogram (tee) and angiogram, and then implanted successfully. On (B)(6) 2022 the patient was delivery to the emergency room with stroke symptoms. A transthoracic echocardiogram (tte) showed that the device had migrated and was adhered to the lower aspect of the appendage. The patient was put on sent to the operating room and the device surgically explanted. The patient also required triple bypass for unknown reasons. The patient is now stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.